Event description:
It was reported that the atrial lead¿s threshold is high and that device had high outputs and short longevity. It was noted that lead thresholds and device longevity was fine until the patient underwent CABG (coronary artery bypass graft) surgery in (B)(6) 2012. The lead was capped and replaced. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, implanted: (B)(6) 2010. (B)(4).